Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped compressions was confirmed during the archive data review and functional testing. Based on the archive data, the autopulse platform was last used for an active operation on (B)(6) 2024. During this time, the autopulse platform stopped compressions once with user advisory (ua) 02 (compression tracking error). Then, the autopulse platform was powered on several times with ua02 and ua07 (discrepancy between load 1 and load 2 too large) advisory messages, failing to provide compressions. The ua02 advisory message was replicated during functional testing. The root cause of the intermittent ua02 and ua07 advisories was failed load cells. The broken covers and load cells failure were likely attributed to mishandling such as a drop, or likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in december 2007 and is over 16 years old. Visual inspection of the returned autopulse platform revealed several physical damages, unrelated to the reported complaint. The top cover had multiple cracks, the battery compartment had a broken screw well, and the lcd screen had no backlight. These issues likely resulted from wear and tear and user mishandling, such as accidental drops. All the damaged parts were replaced to address the issues. The autopulse platform stopped compressions during the functional evaluation, confirming the customer's reported complaint. The platform stopped with ua02 advisory messages. The two malfunctioning load cells were replaced to remedy the customer's complaint. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) behaved non-operational intermittently. During patient use, the autopulse platform started compressions but then stopped. The customer couldn't recall if any error message was shown on the platform's display at the time of the incident. The crew adjusted the lifeband and re-positioned the patient on the platform, but the autopulse platform wouldn't provide compressions. The batteries used at the time of the event were known to work. The crew had to revert to manual CPR since the board wouldn't compress. There wasn't any sort of adverse effects on the patient. The crew was able to replicate the issue using a training manikin. The customer tested the autopulse platform with two newer batteries that are part of their battery rotation, but the issue occurred with the new batteries regardless. The autopulse platform has been taken out of service.